Manufacturer narrative:
Preventive maintenance (pm) was performed by zoll service personnel at the customer's site. During testing, the thermogard system (s/n (B)(4)) displayed a 0.5 °c discrepancy between the patient temperature set on the tp400 temperature simulator and the patient temperature shown on the console's display screen. The root cause of the noted issue was the defective t1/t2 connector block, possibly attributed to the aging of the device. The thermogard console was manufactured in july 2014 and is over 7 years old, has exceeded its expected service life of 5 years. The thermogard console was taken to zoll service depot, and the t1/t2 connector block assembly was replaced to remedy the fault. During visual inspection, no physical damage was observed on the thermogard console. Following service, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).

Event description:
Preventive maintenance (pm) was performed by zoll service personnel at the customer's site. During testing, the thermogard xp ivtm system (s/n (B)(4)) displayed a 0.5°c discrepancy between the patient temperature set on the tp400 temperature simulator and the patient temperature shown on the thermogard console's display screen. No patient involvement.